Event description:
Per the clinic, the device was electively explanted because the patient experienced poor sound quality, inadequate loudness growth, limited benefit, static noise, and facial nerve stimulation, which ultimately led to the decision to explant the device. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Correction: an x-ray (date not reported) was performed for the reimplanted device, not for the explanted device as previously reported in the initial MDR [6000034-2025-03644] submitted on october 9, 2025. Correction: annex f has been updated with code 4653 (reprogramming of the device).

Event description:
Per the clinic, the patient reported receiving no auditory percept with the device. Re-programming was attempted and subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.